Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device involved in the event will not be returned for analysis as it was consumed in the event; therefore, the event cause could not be determined.(B)(4).

Event description:
On (B)(6) 2014, the patient underwent onyx embolization treatment. During the onyx injection, it was reported some onyx 34 traveled down the middle cerebral artery (unintended area). The patient was intubated post procedure. The patient had left facial droop and could only move the toes on the left side. No further information was available.